Event description:
This instrument, when operating properly, sends a needle capable of capturing a tissue sample in 3 steps. Retract the needle which spring loads the device. Pull the trigger which sends the needle out to collect the sample. Push the tissue sample out onto an external surface. On several instruments of the same lot, the needle jammed, damaging both the needle and the sample upon firing.